Event description:
In (B)(6) 2009, essure was implanted. Bleeding started getting worse from implant date onward. Was experiencing large clots. In (B)(6) 2011 had procedure for menorrhagia and dysfunctional uterine bleeding. They performed hysteroscopy and hydrothermal endometrial ablation. I have continued pain and heavy bleeding.